Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic lower anterior resection, on the rectum tissue, the stapler was not able to fire. The surgeon was able to press the green button and squeeze the handle but the jaws of the device lock on tissue and was removed by opening it. The surgical time was extended by thirty minutes or more and the surgeon had to switch to manual gun in order to complete the case. There was no patient injury.